Event description:
Caller reported blood glucose results of 268 mg/dl, 138 mg/dl, and 135 mg/dl within 10 min on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement system sent.